Event description:
It was reported that during the implant of a right atrium leadless pacemaker (ralp) that upon pulling the protective sleeve to perform mapping the catheter shifted and when reapproaching the target site, the helix was caught in the myocardium and the helix stretched. The ralp was not used and the physician elected to complete the procedure with a different ralp. There were no patient consequences.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted the outer and inner helixes were stretched out of specification. The inner and outer helixes elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: g3, date received by manufacturer of the previous report should have been reported as january 4, 2026, it was previously left blank.